Manufacturer narrative:
A getinge field service engineer (fse) reported that the issue was caused by the user not connecting a full loop before starting the iabp, so the fse explained what caused the issue to the customer and they understood. The iabp was then returned to the customer and cleared for clinical use.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) had experienced an autofill failure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and ran the autofill test twice, and both tests passed. Additionally, the fse ran the pneumatic system test, safety disk leak test, k6, k6a, k7, k8 solenoid leak tests, safety vent test and the pneumatic performance test and all tests were within factory specifications. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had experienced an autofill failure. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.